Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter?s investigation is still ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp stated that there was air in the patient line and in the extension line. During troubleshooting, it was found that the patient line was not properly primed before connecting. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr had the hp disconnect aseptically and advised the hp to start over with new supplies. The tsr reviewed proper setup procedures and referred the hp to the patient at home guide. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.